Event description:
It was reported that this right ventricular lead was implanted on the left bundle branch, however, the patient experienced perforation from this lead. An echocardiogram and a computer tomography scan were performed in order to determine this perforation. It was decided to explant and replace this lead. No further adverse patient effects were reported.